Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was muscle stimulation on the left ventricular lead. The lead was removed. During the attempted implant of a new left ventricular lead, muscle stimulation was reported on that second lead also, and that lead was removed. A third left ventricular lead was successfully implanted. No patient complications have been reported as a result of this event.